Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Hurt and I (pinched) my skin vagina [vulvovaginal pain] . (Hurt) and I pinched my skin, cut- vagina [vulvovaginal injury] . String broke- tampon [device breakage] . Hurt to get the tampon out [complication of device removal] . Case narrative: consumer reported via phone that the string broke. No serious injury reported.